Event description:
A malfunction was reported on the pump, indicated by a displayed malfunction code. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Technical support provided the customer with information on how to reset the pump, though the customer did not have the charger available and planned to call back once it was on hand.